Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, as the intraocular lens (iol) advanced into the tip of the cartridge, a small piece of matter was observed that seemed to get pushed along the cartridge. The surgeon managed to suck the debris back into the cartridge and the lens was implanted. There was a delay of a few minutes to the procedure. No injury to the eye, and the patient outcome was reported to be as expected, with no impact. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 08/26/2016. Device returned to manufacturer - yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) in the cartridge tube, tip, and loading zone. The cartridge tip was observed deformed. No cracks or broken parts were observed. No debris/particles inside the cartridge or at any sections of the unit were observed. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.